Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was over delivering insulin. Customer's blood glucose reading is 171 mg/dl. Customer is using the insulin pump and manual injections for insulin delivery. The previous blood glucose reading was 67 mg/dl. Customer stated that she has been experiencing low blood glucose. The patient was not disconnected during rewind/prime sequence. Explained to customer the importance of disconnecting during the prime/rewind sequence. Nothing further reported.